Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that the PICC was inserted on (B)(6) 2018 and was found to be plugged three days later (B)(6) 2018. Removed on (B)(6) 2018. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. Microscopic inspection of the sample revealed blood product material appearing to occlude both lumens at the distal tip. An attempt to infuse water through the sample using a 12ml syringe revealed the red-luered lumen to be fully occluded. The purple-luered lumen was initially occluded; however, patency was established following clearance of blood product occluding material. The lumen remained partially occluded. The sample was observed to be occluded. The occluding material was observed to be blood products, suggesting that catheter access/maintenance techniques likely contributed to the observed occlusion. The product IFU provides guidance pertaining to catheter maintenance and declotting. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC was inserted on (B)(6) 2018 and was found to be plugged three days later (B)(6) 2018. Removed on (B)(6) 2018. There was no reported patient injury.